Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada. Review of the most recent repair record determined intermittent functioning and unsoldered controller board wires. Unit rebuild to solve the reported event. Review of complaint history identified additional similar complaints for the reported item and part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mod elec/batt dbl trig hp won't turn and did emit some smoke. No further event information available at the time of this report.